Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump alarms when powered on. No patient injury reported.

Manufacturer narrative:
Visual evaluation found a chip on the main board broken / customer damage. Functional testing found a fail-safe error during power up. The root cause of the event is the broken main board / customer damage. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was last serviced in december 2022 and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).